Manufacturer narrative:
Other, other text: device evaluation: one legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. The investigation found service due displayed upon power up and reported that the pump clock battery needs to be replaced. The customer reported problem was confirmed. According to the investigation, the reported problem was caused by the pump clock battery and the clock battery was replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
It was reported that a smiths medical cadd legacy pump displayed error messages. No adverse patient effects were reported.